Event description:
Device 4 of 4: reference MFR report: 1627487-2018-12728, 1627487-2018-12729 and 1627487-2018-12730. It was reported the patient elected to have his drg system removed. Reportedly, the patient was not receiving effective stimulation therapy from the system and, he was unsettled about having a device implanted.